Event description:
Information was received, from a healthcare provider. Regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated, that patient has had 2 revisions. And the third revision was on (B)(6) 2021. Tss asked, but caller didn't have any more information about the revisions. Troubleshooting was not required. Tss reviewed drs information and speculated that patient may have had another manufacturer's system when the previous revisions were performed and to check with the patient/other manufacturer. [See pe (B)(4) 3rd revision and (B)(4) 1st revision for related events].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.